Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. Corrected field: d5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: image not displayed, camera cable unit (ccu) plug of the video cable section damaged, video cable twisted, and fiber bonding in the outer tube area (distal end) damaged and dielectric strength was inadequate a root cause could not be definitively identified. Based on the results of the investigation, the most probable cause of the reported issue due to video cable was broken. Additionally, the dielectric strength was inadequate due to damage to the outer tube, while other malfunctions identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had image malfunction. There were no reports of patient harm.